Event description:
Incident description according to service rep: "after placing resident in the lift and sling and setting lift and resident in line with the wheel chair it was noticed that the resident was starting to slide out of the sling. The attendant asked the resident to stand higher in the sling because it was thought that the resident was trying to sit in the wheel chair before the chair was ready to receive her. Evenso, the resident continued to slide slowly toward the floor ending up sitting on the floor rather than the wheel chair. The sliding was slow enough to keep the resident from being injured when she reached the floor."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR medibo (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.